Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5074714) on 15-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("heavy menstrual bleeding"), kidney infection ("kidney infection") and bacterial rhinitis ("staph infection in nose") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included aripiprazole (abilify), calcium, lactobacillus acidophilus (microgenics probiotic 8), obetrol (adderall) and vitamins. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), psoriasis ("psoriasis on scalp"), eczema ("eczema on feet and hands"), furuncle ("large painful boils on arms and groin area"), polymenorrhoea ("menstrual cycle more than once in a month"), headache ("headaches"), cystitis ("bladder infection"), kidney infection (seriousness criterion medically significant) and bacterial rhinitis (seriousness criterion medically significant) with erythema and nasal oedema. The patient was treated with bactrim (bactrim), amoxicillin (amoxicillin), surgery (hysterectomy scheduled (her uterus and tubes will be removed)) and surgery (endometrial ablation). At the time of the report, the pelvic pain, menorrhagia, psoriasis, eczema, furuncle, polymenorrhoea, headache, cystitis, kidney infection and bacterial rhinitis outcome was unknown. The reporter provided no causality assessment for bacterial rhinitis, cystitis, eczema, furuncle, headache, kidney infection, menorrhagia, pelvic pain, polymenorrhoea and psoriasis with essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5074714) on 15-feb-2018. The most recent information was received on 19-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("heavy menstrual bleeding"), kidney infection ("kidney infection") and bacterial rhinitis ("staph infection in nose") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included aripiprazole (abilify), calcium, lactobacillus acidophilus (microgenics probiotic 8), obetrol (adderall) and vitamins. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), psoriasis ("psoriasis on scalp"), eczema ("eczema on feet and hands"), furuncle ("large painful boils on arms and groin area"), polymenorrhoea ("menstrual cycle more than once in a month"), headache ("headaches"), cystitis ("bladder infection"), kidney infection (seriousness criterion medically significant) and bacterial rhinitis (seriousness criterion medically significant) with erythema and nasal oedema. The patient was treated with bactrim (bactrin), amoxicillin (amoxicilina), surgery (hysterectomy scheduled (her uterus and tubes will be removed)) and surgery (endometrial ablation). At the time of the report, the pelvic pain, menorrhagia, psoriasis, eczema, furuncle, polymenorrhoea, headache, cystitis, kidney infection and bacterial rhinitis outcome was unknown. The reporter provided no causality assessment for bacterial rhinitis, cystitis, eczema, furuncle, headache, kidney infection, menorrhagia, pelvic pain, polymenorrhoea and psoriasis with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.